Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that stent would not cross the lesion. A 24mm x 3.00mm taxus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status is good post procedure. However, returned device analysis revealed shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was returned for analysis. A visual and microscopic examination of the device identified a break in the hypotube shaft approximately 1070mm proximal to the port. The proximal section of the broken hypotube (including the manifold) was not returned. In addition, the hypotube was kinked along its entire length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).